Event description:
It was reported that the user experienced a severe low glucose to 40 mg/dl while using the ilet, with the user attributing the event to a busy and stressful day; the event was classified as hypoglycemia with cause unclear, and no device component issue was identified due to insufficient information. Symptoms included dizziness, lethargy, and diaphoresis. The user treated the low with oral carbohydrates, including soda and toast with peanut butter, and recovered without ongoing glucose impact or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information for a device problem determination. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.